Event description:
It was reported that a male patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and preface® guiding sheath with multipurpose curve. The patient suffered vessel perforation and a retroperitoneal bleed requiring surgical intervention and ultimately resulting in death. It was reported that one day after a congenital atrial flutter procedure, the patient passed away. Post transeptal, the patient's blood pressure had dropped. Heparin was administered to the patient and the patient's blood pressure was in the 90s. The patient's blood pressure dropped to the 70s, tachycardia was induced, and the patient's blood pressure dropped further into the 50s. When the tachycardia was terminated, the patient's blood pressure recovered. Towards the end of the procedure, the blood pressure dropped to in the 40s. After the procedure was completed, they checked the patient with intracardiac echocardiography (ice) and there were no injuries or pericardial effusion discovered. An x-ray was performed to check the heart border, and no issues were discovered. The cath lab team was called in and took scans of the heart with an aortagram (ao) and a left ventricle (lv) gram, and no issues or injuries were discovered. The cath lab team was also called in to possibly put in an impella device for hemodynamic support, but that they did not do so. The bwi representative reported that they believed that the patient was hypovolemic and that the patient needed blood and fluids. The patient was then taken for CT scans and after the CT scans were taken, a retroperitoneal bleed and a knick in the gastric artery were discovered. The patient was taken into surgery to fix the vessel and remove blood after the patient developed abdominal compartment syndrome. The bwi representative reported that he believed that the patient made it through the procedure. The patient passed away on (B)(6) 2022. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure and patient condition. CT scan, cath lab for lv gram and ao gram, and abdomen surgery was performed. Relevant tests/laboratory data include hgb at start of case 12; hgb during issues 7.2. Other relevant includes history congenital opposition of great vessels, tv atresia, internal fontan, and external fontan. A smartablate with serial number (B)(4) was used. In the physician¿s opinion, the cause of death was that the patient had 2 nicks in the femoral vein branch and 1 nick in the iliac artery branch. Patient had blood pressure issues the whole case, maintained by anesthesia on pressors. They did have inaccurate force measurements intermittent at the end of the case, after the blood pressure had already been low. At the end of the procedure, the physician cut the ablation tip off and kept it. He noted blood under the clear piece below force sensor. Lv gram noted normal lv function and ao gram noticed slow flow into the abdomen. Patient went to CT scan and the 3 vessel nicks were noted. Patient went to surgery to remove blood and fix the vessels, patient deceased. Regarding the availability of the catheter for return, it was noted that the physician had already cut the tip off. All the bwi sales consultant has available is about 5-6 inches of the ablation catheter left. The physician used 3 different sheaths: preface, a vizigo (vizigo- d138502 preface- 301803m) and sl1. The bwi sales consultant does not have any of the lot numbers for these sheaths nor have them available for return. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # for product code 301803m (preface® guiding sheath with multipurpose curve) (2) MFR # 2029046-2022-03149 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).